Event description:
It was reported that this tachy lead was a case of an attempted implant in the left bundle branch due to unspecified reason. This tachy lead was replaced and not implanted. No adverse patient effects were reported.